Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04961 and 04962).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to a hematoma and leg length discrepancy. It was further reported that failure was distributed in part to maxing out the head and neck as well as an abnormal gait caused by a contralateral ankle injury. During the procedure, the stem, head and taper were removed and replaced. Subsequently, patient was revised again on (B)(6) 2015 due to bursitis, resection of a scar, a "festering exploding wound" and a possible infection. During the procedure the head and liner were removed and replaced with an active articulation system.